Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant elecsys troponin t hs (high sensitive) assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial troponin t hs result was < 3 ng/ml with a data flag. The sample was repeated because of the data flag. The repeat result was 27 ng/ml and was reported outside of the laboratory. On (B)(6) 2018 the physician questioned the result as it was not expected. The sample was repeated on the e 411 twice and a cobas 8000 analyzer in a different laboratory. The results were <3 ng/ml with a data flag each time. There was no allegation of an adverse event. The troponin t reagent lot number and expiration date were asked for but not provided.

Manufacturer narrative:
Calibration, qc, and alarm data did not indicate a relevant issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The troponin t reagent lot number is 295258. The expiration date was not provided. The investigation is ongoing.